Manufacturer narrative:
Unit in question has not been returned for testing and evaluation.

Event description:
Per the customer....claims normal use of the toothbrush in "clean mode" caused an otherwise healthy filling to be dislodged. Customer is seeking compensation for replacement filling.